Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, per additional information received, during a laparoscopic hiatal hernia repair, the needle broke into two pieces while suturing. The needle was broken and disengaged into the patient cavity. The doctor retrieved it by opening the patient instead of continuing as a laparoscopic procedure.

Event description:
According to the reporter: during the procedure, the needle broke into two pieces while suturing. There was no patient injury or medical intervention necessary. The lot number is available, and the product will be returned for evaluation.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. The intact needle sent with the device was used for functional testing. The device was able to be loaded properly and when force was applied to the needle it remained in the device. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.